Event description:
It was reported that during surgery t1 and t2 deployed simultaneously.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remains on the insertion needle but were returned. Examination of the construct confirmed t1 has been cut free. T2 and the suture show no abnormalities. The insertion needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.